Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, the physician started with a 5 x 10 mm coil and despite the large space the product adapted very well. The physician then introduced a 3 x 6 mm coil and had more difficulty keeping the coil inside the aneurysm. The third coil used was a 2 x 6 mm helical coil, and it did not adapt well into the intended space, and the physician attempted to retract the coil. At this point, the coil started reeling off (unraveling/stretching) and broke/fractured. The remaining piece of the coil was stuck in the aneurysm until the beginning of the left subclavian. The coil recovery strategy was to attempt to stick the coil in some way to the subclavian wall using a precise 8 x 30 mm stent. Additional info has been requested. There was no reported pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.